Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. Additional information was received. The patient was hospitalized and during the preliminary exam, a severe tricuspid valve infection was found. It was mentioned that a biological tricuspid valve was implanted in this patient 10 years ago, and during the implant the patient atrio-ventricular node was damaged, so the physician decided to implant an epicardial cardiac resynchronization therapy pacemaker (crt-p). It was then noted that this s-ICD signal changed and the impedance decreased to 35 ohms, which is low within normal limits. The s-ICD also recorded double counting on t-waves, noise in the recorded events and low amplitude r-waves. As a result, the physician decided to program this s-ICD off to avoid inappropriate shock. Further advice was requested. The device was explanted and replaced. The device is not expected to be returned for analysis as it was discarded. No additional adverse patient effects were reported. The electrode was not replaced and remains in service with the new s-ICD device.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. Additional information was received. The patient was hospitalized and during the preliminary exam, a severe tricuspid valve infection was found. It was mentioned that a biological tricuspid valve was implanted in this patient 10 years ago, and during the implant the patient atrio-ventricular node was damaged, so the physician decided to implant an epicardial cardiac resynchronization therapy pacemaker (crt-p). It was then noted that this s-ICD signal changed and the impedance decreased to 35 ohms, which is low within normal limits. The s-ICD also recorded double counting on t-waves, noise in the recorded events and low amplitude r-waves. As a result, the physician decided to program this s-ICD off to avoid inappropriate shock. Further advice was requested. The s-ICD system remains implanted. No additional adverse patient effects were reported.